Event description:
This notification was opened for review for information received that the dreamstation auto CPAP customer stated that spark from the machine and the machine-made pop sound and flash occurred. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation.